Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 02, 2014, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) investigated the station experiencing near-daily intermittent errors, vacuumed the compartment and back panel, inspected and re-seated cables. The fse found mini drawer 6 not releasing with mini engine 1.6 jammed and solenoid open. The single mini engine control unit was replaced, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed, customer stated that 25 storage space recovered over the last 90 days, and proper machine functionality was required to ensure patient care in the or. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.